Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was lying in bed and the patient¿s wife noticed that the patient was just staring at her and could not move. When she tried to help him up, the patient was very weak and sweating. They checked a finger stick and the patient¿s bg was 35 mg / dl while the cgm was displaying 400 mg / dl. The patient¿s wife contacted emergency responders and when they arrived, they administered a shot of glucagon. They also had the patient eat to help increase their glucose level. After treatment, they checked a fingerstick and the bg was 108 mg / dl while the cgm was displaying low. At the time of the report, the patient was doing fine. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - correction to remove code 1848 fall.